Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck). The pt experienced unexplained knee pain post-operatively. X-rays looked great with no apparent translucent lines. The surgeon chose not to perform a scope procedure, but rather to proceed with revision to total knee arthroplasty. No aseptic loosening of the implants was discovered once inside the joint.

Manufacturer narrative:
An eval of the event has been initiated at mako surgical. No preliminary results are currently available.